Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: the complaint device was received and evaluated visually. Visual examination of the main pusher rod (gray trigger) revealed that it was bent upwards which is typical of aggressively removing the needle following use. This bent rod will push the 2nd implant and 1st implant from the needle, thus deploying both implants. User error is the root cause of this failure this complaint can be confirmed. No further information regarding the cause of the defect has been provided to help determine a root cause for this failure. No non conformances were identified for this part number, lot number combination. Review conducted per qlik query executed on 9/11/2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot no non-conformances were identified for this part number, lot number combination per qlik query executed on 9/11/2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate via e-mail that while using the omnispan meniscal repair the device failed 8 times and deployed both anchors at the same time. 2 devices from different lots were used with same result. Surgeon then sutured manually. About 10 minutes delay in surgery. No harm to patient. Additional information provided by the affiliate reported it was not known how the suture was removed from packaging because sales rep was not present during case. It was also reported the triggers of the device were used in the proper order and the needle was in the correct position. The affiliate also stated the doctor reported he did not over penetrate the meniscus and he did not maintain pressure.